Event description:
It was reported that alert tones were heard by the patient from their device due to magnet. The patient was advised to remove anything with a magnet away from their device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.